Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
(B)(6) 2015 - the surgeon reported issues with four programmable valves. On three of the valves, stator issues were reported. The surgeon stated that the stator axle and motor came off the baseplate. The fourth valve was reported to have a protein occlusion. It was reported that two of the four valves were explanted. However, at the time the issue was first reported, it was unclear which two valves had been explanted and which two remained implanted. At the time of the initial report, it was unknown whether there were any adverse consequences to the patients. (B)(6) 2015 - additional information received indicates that there was no adverse patient consequence resulting from this reported event